Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the scope had a black spot and poor visibility, was confirmed. It was found that the tube was bent, distal tip was damaged and that the optics were damaged. The objective and objective window were replaced, the scope was cleaned, repaired, tested and found to be working according to specifications. User mishandling is the most probable root cause of the physical damage to the device, probably due to fall. The damage to the distal tip may have been a result of contact with the shaver during a surgical process. However, we cannot discern a definitive root cause for the same. A manufacturing record evaluation was performed for the finished device [serial number : (B)(6)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during a shoulder repair the arthsco, 4/140_30_qik/strkr hub has a black spot and poor visibility. The procedure was completed using another device. No patient consequence and no surgical delay was reported. No additional information was provided.